Event description:
It was reported per field service report: pump was on patient. Symptom - display went black, pump did not stop pumping. Findings/actions taken: biomed was unable to confirm symptom. Biomed installed new display head as a precaution. Pump returned back into service.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.